Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate bg measurement or to determine if it could have contributed to the pt's ketoacidosis and hospitalization. No actual blood glucose comparisons between the pt's meter and the hospital's were reported. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's mother reported that her daughter's blood glucose was reading 60 mg/dl so she gave her some juice. She tested her bg again and it measured 50 mg/dl at which she gave her some more juice and then her bg went really high (exact bg level and carbohydrate count was not provided). She tried testing her bg with different strip from multiple vials but still found discrepancies in her bg reading. She took her to the hospital where she was diagnosed with diabetic ketoacidosis. She did not provide any further information regarding the hospitalization or her daughter's treatment.